Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: defib conductor fractured; full lead analyzed; mfg's device and pt codes also used.

Event description:
High voltage lead impedance greater than 200 ohms reported. The lead was explanted. Medwatch rpt indicates lead fracture. An attorney further alleged the patient suffered physical and other injury and that the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention. No further patient complications have been reported as a result of this event.